Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The reservoir was occluded because they manually tried pushing insulin through using a plunger and insulin did not exit. Changing the reservoir resolved the issue. Customer's blood glucose level was 6.6 mmol/l. The customer's responsiveness seemed to be dipping. The paramedics were called for the customer and they arrived. The device was not returned.